Event description:
Pt reported that in oct 1996, as a process of a screening tool, she was diagnosed with an allergic reaction (swelling) to kiwi fruit. She was also diagnosed with a sensitivity of latex products, and she began to wear vinyl gloves. On dec 29, 1997, while she was working in the recovery room, she was using a large latex pillow to prop up a pt's foot. A physician was taking off his powdered latex gloves close to her face. The physician was entering info in the med record charts without washing his hands. The "pt" was using the chart after the physician. She developed severe itching in her mouth, nose, ears and appeared sunburned. She also was coughing and had difficulty breathing. She went to the ER, her oxygen saturation was reported to be 89%. She was diagnosed with having an anaphylactic reaction. She was given oral cortisone and benadryl and was sent home. She reported that recently she went to the hosp to her nursing floor and within 4 mins was having a severe reaction. She also reported that if she falls asleep on her couch she would wake up with a swollen face. She reported that the couch has latex padding.